Event description:
It was reported that the pt had heard a banging noise from her implant on (B)(6) 2010. Exchange of the speech processor did not improve the situation. Since then the pt is no longer able to hear with her device. Testing carried out on (B)(6) 2010 shows that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.